Event description:
During an unrelated surgery (different case) the surgeon mentioned to a sales representative in passing an acumed php buttress screw backed out. No additional information is available; several attempts were made with the sales representative to collect additional information, but were unsuccessful.